Event description:
It was reported that a patient presented to with an inappropriate shock due to incorrect interpretation of signal on their implantable cardioverter defibrillator (ICD). Programming changes were performed to resolve the issue. The patient condition was stable throughout.